Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected leaflet tear and single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat grade 4 degenerative mitral regurgitation (mr). Two clips were implanted, reducing mr to grade 1. On (B)(6) 2020, the patient returned for a follow up visit and echocardiogram was performed. Mr increased to 4. It was suspected that there was a minor leaflet tear and one of the clips detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Part of the clip had already endothelialized; therefore, it could not be confirmed if the recurrent mr and leaflet tear were due to disease progression or due to the suspected leaflet tear and slda. A second mitraclip procedure was attempted on (B)(6) 2020; however, during placement of the clip, the gradient increased up to 7mmhg and mr reduction was minor; therefore, the clip was not implanted and the gradient returned to 4mmhg. The procedure was discontinued. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints for the reported lot. The reported patient effects of tissue damage and mitral regurgitation (mr) as listed in the mitraclip ntr/xtr, instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the reported single leaflet device attachment/slda could not be determined. A cause for the reported mr and tissue damage could not be determined as well. There is no indication of a product issue with respect to manufacture, design, or labeling.